Manufacturer narrative:
Customer reported two events of devices from different lots failed with peeling tissue pads occurring on the same day. These events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic total laparoscopic hysterectomy (tlh), one end of the teflon tissue pad was peeled back at the tip from the upper jaw. No part of the tissue pad fell off. The procedure was completed without any delay with a new similar device that was in stock. There is no harm or adverse impact to the patient or medical staff due to this event. The functional mode and settings at the time of the event was seal and cut 1. The device was inspected prior to use with no anomaly noted.

Event description:
Addendum mar 7, 2023: there was no error message received for this event.

Manufacturer narrative:
The device has been evaluated. Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the device tissue pad was worn and peeled. The root cause of the issue cannot be conclusively determined; however, it is likely that the peeling of the tissue pad occurred due to the following mechanism. ·the tissue pad was worn and partly peeled off because the seal and cut output was performed without gripping anything (including after the tissue was cut). The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.